Event description:
It was reported that the procedure was to treat a lesion in the mid right coronary artery with heavy tortuosity and moderate calcification. The 2.5 x 15 mm trek balloon was advanced and some resistance was noted with the guide wire. The balloon was inflated to an unknown pressure, and used successfully. During removal, resistance was noted with the guide wire again. An unknown stent delivery system was then used successfully with the same guide wire. It was noted that the balloon was prepared per the instructions for use. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The reported difficulty was not confirmed. Based on visual inspection, functional testing, and dimensional measurements of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.